Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive sheath was selected for use. It was reported that there was more air than typically seen by the user when aspirating the sheath upon insertion of the ablation catheter. Troubleshooting was performed by removing the catheter and re-attempting aspiration. However, this did not solve the reported issue. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for laboratory analysis as it was disposed.